Event description:
During deployment of stent, unit became dislodged from catheter. Physician advises it may have been caused by technique. Stent was deployed to different vessel and permanently placed. New stent was inserted and properly deployed at proper location.